Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with itching, pimples and pustules under the sensor pod, which occurred 2 days after the sensor had been inserted in the arm. The patient experienced skin reaction while using the g7 wearable, the reaction was only underneath the sensor pod with bumps, pimples, pustules and was itching. The patient went to a clinic and they prescribed unspecified antibiotics as treatment. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.